Event description:
Patient received an intended shock through r2 pads which left a burn area on the front of patient's chest, but not the back. The burn was treated in the ep lab and follow up the next day showed improvement in the burn area.